Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during the radical gastrectomy for gastric cancer surgery, after inserting into trocar, did not clamp the tissue, so removed the device from trocar. There was no difficulty closing the jaws of the device. Found could not open the jaw and the jaws of device never eventually opened. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).batch # r58c23. Additional information was requested, and the following was obtained: was there difficulty closing the jaws of the device? No. Was there difficulty opening the jaws of the device? Did not open the jaw as last, not difficult to open the jaw. If yes, how was the device removed (anvil release button, red manual knife switch, jaws forced open, cut from tissue, etc.) As did not clamp the tissue, so removed the device from trocar. Did the jaws eventually open? No. Device analysis: the analysis results showed that one ec60 device was returned with no visual non-conformance's and with an ecr60b fully fired reload not loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.